Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient has been experiencing pain, limited rom, difficulty ambulating, and swelling. He underwent an arthroscopy procedure 10 months post-procedure to remove fluid & scar tissue. The patient continued to do well until he fell due while walking resulting in patellar dislocation which he reduced himself and was braced for an mcl sprain. 25 months after initial procedure, he underwent a second arthroscopic lysis of adhesions with manipulation but experienced difficulties with therapy and exercises postop due to covid recovery. The patient remains dissatisfied with his knee due to ongoing pain, swelling, and decreased rom.